Event description:
Pump reset unexpectedly after it stopped working, and there was no reported impact to the customer's blood glucose level. Additional information regarding the outcome was not available, and the distributor awaited the pump¿s return for further investigation. A replacement pump was scheduled to be provided to the customer.